Event description:
Report received of an over-delivery of diprivan. The pt was status post cerebral vascular accident requiring intubation. The pt was intubated and then became restless and agitated. A diprivan drip was started at 9:10am, with a concentration of 10mg/ml in a 100ml glass bottle. The pump was programmed to deliver at 7.3ml/hour. At approximately 9:40am, the rn noted that the pt's blood pressure had dropped "to almost nothing" and their heart rate was dropping. No specific values were provided. The pt was very somnolent. The pump display indicated that a volume of 2.4ml had infused. The pump was removed from use with the pt. The physician was notified and the pt was observed closely, having vital signs taken every 5 minutes. Within 1 hour the pt was back to their prior baseline for vital signs. According to the customer, the pt was now "in the same state as prior to the event". No medical interventions were required for the pt. The amount of fluid remaining in the bottle and tubing was measured, and the customer reported that they were unable to account for 6ml of diprivan. Though requested, no additional info was available.